Event description:
It was reported that during routine check, the cardiosave intra-aortic balloon pump (iabp) unit ac power cord failed electrical safety test. There as no patient involvement.

Manufacturer narrative:
Additional customer contact phone: (B)(6). A getinge field service engineer (fse) evaluated the unit and resolved the issue by replacing new ac cardiosave power cord . Fse tested to as/nzs3551 and getinge specifcation and released the iabp for clinical use.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) unit ac power cord failed electrical safety test.